Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. During the occlusion test, the insulin pump recognized the water filled reservoir and infusion set was installed in the reservoir compartment. No prime fill anomaly noted. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 65 mg/dl at the time of incident. The customer's blood glucose was 138 mg/dl at the time of call. The customer's blood glucose was 38 mg/dl at the time of hospitalization. The customer stated that the blood glucose was treated during hospitalization. The customer stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the more amount of insulin than shown on the status screen. The customer stated that they believe that the insulin pump was over delivering. The insulin pump will be returned for analysis.